Event description:
A complaint was received regarding a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer that experienced leakage during use. The report states that "bedside rn was changing tubing and had blood backing up into the line. Line began leaking with flush and rn noticed cracked extension tube". The patient involved is a 0.04 year old male. The packaging was not saved. No other devices being used on the patient at the time of the event that may have caused or contributed to the event. Sample was available for evaluation. There was patient involvement and no adverse event. Nch tracking number (B)(4).

Manufacturer narrative:
A2 - date of birth - the patients age was given as 0.04 years old. This was used to approximate the date of birth as (B)(6) 2025 the device has been received for evaluation. The investigation is pending completion.

Manufacturer narrative:
Investigation summary received one (1) used. List #mc33213, 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer; lot #unknown. A crack was observed on the female luer. The reported complaint of a leak could be confirmed. The returned extension set was observed to have a crack on the female luer. The probable cause is due to a material issue on a vendor supplied part. The lot # review could not be conducted because no lot number(s) was/were identified. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.